Event description:
Caller reported a cracked and shattered touchscreen on the pump, rendering the touchscreen illegible and preventing interaction with the device. There was no adverse impact to the customer¿s blood glucose level. Customer used an insulin pen for backup, and technical support arranged to replace the pump, which was still under warranty.